Event description:
It was reported per expedited quality review report: pump was on patient. Symptom - the pump is reading 10cc less at any time using "every kind of cc connector volume" eg. "With a 40cc the reading would be 30, with a 30cc the reading would be 20 and so on." Findings/actions taken: the front end board ('feb') was "found unstable giving various problems related to the cc volume reading and others like the helium status bar."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.